Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe plunger rod detached from stopper. The following information was provided by the initial reporter: "plunger rod bends while drawing insulin."

Event description:
It was reported that the relion insulin syringe plunger rod detached from stopper. The following information was provided by the initial reporter: "plunger rod bends while drawing insulin."

Manufacturer narrative:
H.6. Investigation summary: customer returned (4) loose 0.3ml insulin syringes. The customer reported that the plunger rod is difficult to move. The returned syringes were examined, and it was observed that the plunger rod was detached from 1 of the syringe assemblies. All 4 samples were tested to determine the shield removal force and cap removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs; cap removal force for 0.3 ml syringe after sterilization is 1.00 to 8.00lbs) and the following was observed: data: shield removal force (lbs.): cap removal force (lbs.): sample 1: 3.10. 2.37. Sample 2: 3.88. 3.76. Sample 3: 3.03. 2.62. Sample 4: 3.12. 2.67. All observations fell within specification. The plunger rod assemblies of the remaining 3 syringes were able to move properly within the barrels. None of the returned plunger rods appeared to be bent nor bend during use. The alleged plunger cap, plunger rod bending, and needle shield issues could not be confirmed based on the samples returned for investigation. A review of the device history record was completed for batch # 2048827 all inspections were performed per the applicable operations qc specifications. There was one (1) notifications [201001252] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA/sa is required at this time.